Event description:
A medtronic representative, amico group, reported a navigation system computer became unresponsive and does not work with the axiem box. Replacement was requested. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Suspect computer has not been returned to manufacturer for analysis. Part not returned.

Manufacturer narrative:
Full initial reporter contact information provided.

Manufacturer narrative:
The computer was replaced in the system to resolve the issue. Investigation of the returned suspect computer found it was not returned in the manufacturer's packaging. The tamper seals were cut. There were missing standoffs. The unit powered on without issue. No issues were observed when running the installed software. The reported issue could not be duplicated. A memory test was run and no errors were reported. Opened the chassis and found blown cap's around the mother board. The lot number for this computer shows that it is over 10 years old. No further issues have been reported since the computer was replaced.